Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent an incision and debridement of skin and fascia due to chronic abscess on (B)(6) 2015 during which the surgeon noted he ¿trimmed a small amount of exposed mesh back to the point of adherence.¿ it was reported that the patient underwent an incision and drainage of abscess on (B)(6) 2015. It was reported that the patient underwent resection of the previously placed mesh, small bowel resection and resection of enterocutaneous fistula on (B)(6) 2016 during which the surgeon noted he ¿excised the mesh and fistula and lysed adhesions between loops of small bowel. He also removed a segment of the ileum along with the mesh and fistula.¿ it was reported that the patient experienced severe pain, bowel obstructions, bowel resection, dense adhesions, mesh infection, abscess, fistula, chronic wound, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.